Event description:
It was learned through implant patient registry and investigation that a 24mm 11500a valve in the aortic position was explanted after an implant duration of 11 months, due to severe aortic stenosis secondary to endocarditis. Patient presented with shortness of breath, lightheadedness, and dizziness. Patient noted to have poor dentition. The explanted valve was replaced with a 23mm 11500a valve and patch repair of the aortic valve abscess was performed.

Manufacturer narrative:
Added information to a3, b5, b6, b7, h6. In this case, patient had late prosthetic endocarditis. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 24mm 11500a valve in the aortic position was explanted after an implant duration of 11 months, due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.